Event description:
Event description guidant received information that the implanted atrial lead was exhibiting impeadnace measurements greater than 3000 ohms and intermittent loss of capture. The lead was explanted and successfully replaced by a new guidant lead. During the replacement procedure, insulation damage was observed on the body of the lead being explanted.